Event description:
The subject device was used during a total laparoscopic hysterectomy. The error message was displayed and the device was retrieved from pt body. At the end of the procedure, user found the probe tip of the device was missing. The tip was found in pt body with x-ray and the tip was retrieved. By this event, the time of procedure and anesthetic for the pt were prolonged.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc), omsc received only photos of the device and omsc confirmed that the probe was broken. The manufacturing record was reviewed with no irregularities. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the probe received a load outputting or grasping tissue. This report is being submitted as a medical device report in an abundance of caution.